Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: patient had a primary tkr on 15.4.09. Patient experienced pain, swelling and poor range of motion since surgery. During surgery, significant grey staining of tissues noted, tissue specimens taken. Both femoral and tibial components removed with minimal force required, no obvious boney ingrowth on either prosthesis. Minimal lysis under the femoral component, but significant lysis of tibial plateau noted, requiring bone substitute grafting. Extensive capsulectomy and synovectomy performed, with copious lavage. Stemmed revision prosthesis implanted, with metaphyseal sleeves. Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt experienced pain, swelling and poor range of motion since surgery.